Event description:
It was reported to st. Jude medical that during a routine follow-up, when the device was interrogated, the device was found to be in hwvvi reset configuration. The ICD was explanted immediately.